Event description:
An office manager reported that after an intraocular lens (iol) was implanted, the pt was .75 diopters of power off target. The pt wanted to drive without glasses, so the iol was exchanged. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).